Manufacturer narrative:
The following fields have been updated with corrections: device evaluated by MFR: reason code for no evaluation: other. Device evaluated by MFR: if other specify.

Event description:
It was reported that there were 3 occurrences of leakage and pen not functioning correctly after injection with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: it was reported that insulin was found in hand after injection on husband three times. Verbatim: stated found a lot of insulin in her hand after administering husbands injection. Stated she's not sure if he got his full dosage. Stated this happened with 3 pen needles on different days, (same lot, same box). Could not provide exact date. Stated her husband takes two shots per day at 75 units per shot. Stated since she reported incident, she has not had a problem. Discarded samples. Lot: 8284775, expiration date: 2021-11-30, item: 329515. Insulin leaked from syringe into her hand. Noticed after injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 8284775. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there were 3 occurrences of leakage and pen not functioning correctly after injection with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: it was reported that insulin was found in hand after injection on husband three times. Verbatim: stated found a lot of insulin in her hand after administering husbands injection. Stated she's not sure if he got his full dosage. Stated this happened with 3 pen needles on different days, (same lot, same box). Could not provide exact date. Stated her husband takes two shots per day at 75 units per shot. Stated since she reported incident, she has not had a problem. Discarded samples. Lot: 8284775, expiration date: 2021-11-30, item: 329515. Insulin leaked from syringe into her hand. Noticed after injection.